Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. This syncardia companion hospital cart was not in use by a patient. The customer reported that the companion hospital cart's screen did not display properly and turned green and pink. This alleged failure mode poses a low risk to a patient because the issue was observed when the hospital cart was not supporting a patient. In addition, the reported issue would not prevent a companion 2 driver from performing its life sustaining functions. Also, the companion 2 driver has its own display screen.